Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient faced an infusion set fell off event after the pump fell off the waist and pulled the infusion set from the skin on (B)(6) 2026. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. E1: patient city: (B)(6), patient country: finland.